Event description:
A pharmacist reported that during surgery a system message was displayed and micro reflux was not available. The system stopped priming and over pressure was not available. There was a delay in the care of the patient. No further information is expected.

Manufacturer narrative:
A sample is returning and a service visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).